Event description:
The consumer via the manufacturer's representative (rep) reported out of range impedances. An impedance check showed electrodes 9-14 were greater than 10000 ohms when referenced with electrode 0. Electrodes 1-8 and 15 when referenced with electrode 0 were between 757 and 987 ohms. The patient was not getting the usual stimulation. The patient was reprogrammed using a different set of electrodes and the patient stated she was getting the stimulation where she needed it. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.